Event description:
It was reported that a user experienced missed meal announcements on the ilet bionic pancreas, with meals perceived as disappearing despite the user believing announcements were made with a reported blood glucose of 325 mg/dl; device logs showed no corresponding meal announcements or device interactions, and the agent educated the user that any touch, unlock, or meal announcement is recorded in logs. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation of blood glucose without hospitalization. Investigation included review of device logs and user troubleshooting with education on proper meal announcement procedure. Investigation of this case revealed no device malfunction, with findings consistent with user error in not announcing meals and no evidence of alert or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements.

Manufacturer narrative:
Initial.